Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The returned meter was tested with the in-house contour next test strips from lot # 9gpeg08a, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00278.

Event description:
An advocate reported that the customer performed a blood glucose test on the contour next meter and obtained a reading of 176 mg/dl at 5:16 p.m. The meter automatically marked it as a control test, so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.